Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to claim intermittent audio output on (B)(6) 2016. There was no report of any injury or medical intervention. No additional event or patient information is available. The complaint device was returned for evaluation. The device was visually inspected and no defects were found. A "try it" manual test was performed and there was no sound omitting from the device. The reported event of an intermittent audio output was confirmed. The root cause was determined to be a defective speaker.

Manufacturer narrative:
(B)(4) if follow-up, what type?: additional information, describe event or problem - additional, event problem and evaluation codes - conclusion code- additional.

Event description:
Data was received for evaluation. However, an evaluation cannot be performed to confirm the reported problem. A root cause could not be determined.